Event description:
It was reported that the patient experienced nerve damage in his right heel during a spinal cord stimulation trial lead implant. During implant of the trial lead, the patient was shocked and his whole back moved. The patient experienced his worse pain when he got out of bed and began walking. The hcp had reprogrammed his device various times but was unable to cover the pain in the patient's heel. The patient was at home at the time of the implant; his status was reported as 'fair'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.